Event description:
As reported via the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr), post successful implantation of the edwards sapien valve, prior to leaving the operating room the patient spontaneously converted to sinus rhythm (sr) with right bundle branch block (rbbb). A temporary pacer was put in place for monitoring while the patient was in the ICU. Approximately three hours following the procedure, the patient went back into complete heart block. A dual chamber permanent pacemaker was implanted and the patient was reported to be in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities; and these conditions are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported event cannot be confirmed, however, as indicated by the pi, in addition to the procedure itself, the patient's underlying co-morbidities (rbbb) could have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.